Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during fill one of six of peritoneal dialysis (pd) therapy. The patient noticed solution was leaking from the cassette door of the pd cycler. Renal therapy services advised the patient to end the therapy session and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.